Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set leaked from a crack in its tubing. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported event. A visual inspection was performed and the results contained a cut in the tubing. Leak testing was performed and the results showed a cut in the tubing. Clamp function testing, and clear passage testing was performed with no issues noted. Upon conclusion of the evaluation, the returned sample did not meet visual and functional product specifications. The cause of the leak was undetermined. Should additional relevant information become available, a supplemental report will be submitted.